Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was subsequently hospitalized due to a suspected a lead dislodgment. An electrophysiological examination (epu test) was completed on the lead and there was no visable evidence of a lead fracture. Rather the patient's ventricular assist device (lvad) vest was suspected to have caused the misinterpreted review of patient's device readings. The device delivered anti-tachycardia pacing (atp) and partial shocks as it caused a run of ventricular tachycardia (vt). The patient was transferred to another heart center for further review. No additional adverse patient effects were reported. Remains in service.

Event description:
Additional information was received that during a routine follow up this right ventricular (rv) lead revealed undersensing. The physician suspected a lead failure of the rv sensing electrode. An elective revision was performed and a new rv lead was implanted. The location of the old rv lead is unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.